Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was experiencing cramps at the ins site. The caller mentioned that the patient could "feel a little bit of electrical going through it," and the patient could feel that again during the call. The caller said the patient could feel something when they were lying down, and they wondered if it was because the ins site was so tender. The caller wanted to decrease the amplitude and asked for instructions. The caller confirmed they were able to decrease the amplitude during the call. The patient will maintain stimulation level and monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. The patient had the ins implanted today.